Event description:
Health care professional: reports the blood clotting time between the two test wells for hemochron response had a difference of over 60 seconds although the doctor used the sample blood sample per customer. Poor pt correlation. Pt was being monitored while on bypass, the targeted range for the pt was -350 sec.

Manufacturer narrative:
(B)(4). Manufacturer awaiting medical device return from customer for eval.